Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother reported that the patient was showing signs of skin irritation. On (B)(6) 2019 the patient¿s mother spoke to a doctor about the skin reaction and it was recommended that the patient use skin tac. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.